Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation of material number 367955 and lot number 0308871. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing. No issues were observed relating to gel bubbles or underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in gel. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the separating gel at the bottom of the tubes are filled with bubbles and can't fill up."